Event description:
Voluntary medwatch received states that the patient experiencing an arrythmia. The patient's right ventricular (rv) lead triggered safety switch due to high impedance measurements and myopotential oversensing resulting in loss of cardiac pacing. This was potentially due to physiologic factor. No intervention or adverse patient effects were reported.